Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. The physician had trouble maneuvering the lead, advancing stylets, and placing the lead appropriately. Due to the lead not being common length no additional stylets were available to assist in further attempts to place the lead. A new length of lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.